Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14.2 mmol/l (255 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient noted the cannula was bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. The initial report stated that the customer smelled and saw insulin near the insertion site; to test for leaks, fluid path testing was conducted. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula and no leaks were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were found during the investigation. The adhesive pad was returned with the device and had no abnormal findings that would contribute to skin irritation. Although no abnormalities were found, a root cause for the report event could not be determined.